Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. Resistance testing found the lead was not electrically continuous, and detailed analysis determined that the cathode conductor coil and insulation were compressed and deformed. An x-ray confirmed that there was a fracture in the cathode coil approximately 175mm from the terminal pin. Due to the location of the fracture and deformed coils/insulation, evidence suggests that the damage was likely caused by entrapment in the clavicle/first-rib region. The allegations of high impedance and noise were confirmed due to the observed fracture.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead had observations of high out of range pacing impedances greater than 3000 ohms, noise, and low out of range p-waves. The lead was explanted and replaced, and surgical observation indicated clavicular damage. No additional adverse patient effects were reported.